Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the clip got stuck in the jaws of the clip applier. After playing with the instrument, the handle was squeezed and the jammed clip was removed from the device. According to the hospital, there may have been pt hazard however, nothing in the report states so. There was no delay over thirty minutes. There was no unanticipated blood loss.